Event description:
Drill bit from depuy synthes pinnacle set broke into two clean pieces during left anterior total hip arthroplasty. Doctor obtained both pieces of drill bit. Surgical incision and surrounding area visually inspected by doctor, physician assistant, and surgical team. No evidence of broken drill bit in patient. All pieces accounted for.